Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, part of the jaw peeled off of the device. The surgeon stated that they felt a bit of a snag on the trocar during removal of the device and then by chance noticed a piece of metal inside the patient cavity. The piece of metal was removed by a grasper through a trocar site. It appeared to be part of the insulated coating on the device jaws. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found the bottom jaw over mold was damaged and half of the seal plate was disengaged. The disengage seal plate was returned. The reported condition was confirmed. The investigation found the bottom jaw over mold was damaged and the bottom jaw seal plate was disengaged from the jaw. The damage to the jaw's over mold and seal plate likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The (instructions for use ) IFU states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws usi ng device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, part of the jaw peeled off of the device. The surgeon stated that they felt a bit of a snag on the trocar during removal of the device and then by chance noticed a piece of metal inside the patient cavity. The piece of metal was removed by a grasper through a trocar site. It appeared to be part of the insulated coating on the device jaws. New device was opened to complete the procedure. There was no patient injury.